Event description:
It was reported that the patient experienced diaphragmatic stimulation on (B)(6) 2009; left ventricular lead output was decreased. On (B)(6) 2009 the lead was deactivated due to continued diaphragmatic stimulation. On (B)(6) 2009 during an unrelated surgery, the lead was withdrawn 2 cm further from the diaphragm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found the lead was cut at 13.8 cm from the connector pin. The returned portion exhibited normal continuity test. Unable to do further analysis due to the condition of the lead as received. The damage was consistent with that occurring at time of explant.